Event description:
It was reported that the patient underwent total knee arthroplasty on (B) (6) 2009. Subsequently, a revision surgery was performed on (B) (6) 2010 due to ¿mechanical joint implant failure¿. The femoral component, tibial bearing and tibial plate were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.